Event description:
It was reported that the air vent on a solution administration set was missing. This was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph and two retained samples were provided for evaluation. The returned photograph was reviewed, and it was noted that the air vent was missing from the set. Visual inspection of the two retention samples did not identify any abnormalities that could have contributed to the reported condition. Additionally, all junctions underwent a push-pull test, and no disconnections were confirmed. The reported condition was verified on the photograph sample; however, it was not verified on the retention samples. The cause of the condition was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.